Event description:
It was reported that during follow-up, noise was observed on the right ventricular lead. The lead was capped and replaced. During the procedure, insulation damage was noted on the lead. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.